Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to resolve the issue. Customers blood glucose was 169 mg/dl.